Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was labelling issue on corail amt where the image on the label didn¿t have a collar on the stem. (B)(4) is linked to the following complaints which capture additional impacted products: (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot #, expiration date), d9, d10 and h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: labelling issue on corail amt where the image on the label didn¿t have a collar on the stem. A photo was provided for review. See attachment (B)(4) re return of l971211corail amt sz11 std col. The photo investigation revealed that the outer package label incorrectly displayed a collarless corail stem instead of the collared stem to match the label. Although only one package is shown, the reported product lot number and associated issue have been addressed through the j&j medtech orthopedic quality management system. Therefore, reported allegation can be confirmed. Assignable cause is determined to be man, investigation point to a label design error when selecting the correct graphic as part of the MDR primary label record (plr) creation process. The overall complaint was confirmed as the observed condition of the corail amt sz11 std col would have contributed to the complained device issue. Based on the information currently available, a product label issue was identified during the investigation. This product issue has been addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to address current complaint condition. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: labelling issue on corail amt where the image on the label didn¿t have a collar on the stem. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the outer package label incorrectly displayed a collarless corail stem instead of the collared stem to match the label. The observed condition of the device has been addressed through the j&j medtech orthopaedics quality management system. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail amt sz11 std col would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue has been addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to address current complaint condition. Corrected: h3.